Event description:
It was reported that while troubleshooting for an unrelated alarm, a system error 2240 (air in set) alarm was found in the alarm log. This occurred on a homechoice (hc) machine, while the home patient (hp) was connected. During troubleshooting, there were no issues observed with the setup which could have caused the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm and the hp was to finish therapy with manual bags. There was patient involvement, however there was no adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.